Event description:
There was reported that during a gastric bypass, went to fire on the gastric tissue, very thick. The previous 2 firings were with blue reloads and the staple line was fine, but on the 3rd firing the inferior/greater curvature side was a formed staple line, however, on the superior/lesser curvature side staple line was only half formed and the other half was unformed/malformed staples. There was also serosal tearing on the superior side, this was cut out and removed with the specimen side. Another device was used to complete the case with a green reload. There was some oozing, but no tearing or malformed staples with green cartridge. On subsequent firings with green reloads the device's firing trigger and closing trigger had to be forced open manually but the surgeon after firing. The er320 device fired before placing into patient and the clip was malformed. The tech tried to remove from jaws with fingers, which was removed. Tested again and clips were still malforming. Another device was used to complete the case. There was no adverse consequence to the patient. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information not available, device not returned for analysis.